Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2020, the patient experienced small hyperglycemia due to infusion set's tubing, which got disconnected/loosened from the attachment. Therefore, her blood glucose level was 11 mmol/l. Moreover, this issue occurred one time before, with an infusion set on (B)(6) 2020. She inserts her infusion sets in her thigh and wears her insulin pump in her bra, so her infusion set's tubing gets stretched. Moreover, she had 60 cm tubing and does not change her cartridge and tubing every third day as recommended. She was using the same tubing more than three days in a row, but the exact amount of days of use in not known. The patient changes her needle more often according to herself. Reportedly, she was informed several times on how to use the infusion set according to specification, but she was not following the recommendations. Upon visual inspection, which was performed on the returned picture, it was found that the tubing was detached from the tubing connector. No further information available.